Event description:
It was reported that 3 blades broke at the mount as they were being detached from the attachment. No adverse consequences were reported.

Manufacturer narrative:
There were 3 blades associated with this complaint. The blades were returned for evaluation. It was visually confirmed that one tab had broken off at the mount of each of the 3 blades. Based on this information and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.